Manufacturer narrative:
Evaluation summary: the products were not returned for analysis; the lenses remain implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. (B)(4).

Event description:
A surgeon reported seeing glistenings in over 100 implanted intraocular lenses (iols). He believes that fibrosis is causing glistenings. There have been no explants performed at this time. Additional information was requested; however, the physician declines to provide additional information.